Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the device was protruding out of her stomach. The patient didn¿t know if her body was rejecting it, but she wakes up in agony because it feels like pushing. The patient wanted the device out. This had started occurring in 2015. Additional information received from the patient stated that they have an appointment with a doctor that is going to look at the ins protrusion and make a referral to a surgeon. Additional information was received from a consumer. It was reported the patient had the device removed, but the leads remained implanted. The caller stated the device was removed because it started poking out of the patient¿s skin and was very painful. The caller stated the implant didn¿t help at all and clarified it did not provide pain coverage. No further complications were reported.